Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant continued: 407658 implantable pacing lead (B)(6) 2012.

Event description:
It was reported that the device had electrocardiogram missing from stored ventricular high rate (vhr) episode. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.